Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced fluctuating blood glucose (bg) levels. The customer was taken to the emergency room (ER) due to low blood glucose (bg) level of 40 mg/dl. Treatment was administered for the low bg level and subsequently bg levels elevated to 343 mg/dl, due to the treatment administered. The customer was admitted to hospitalization and transferred to the intensive care unit and started on an intravenous insulin drip. At the time of the report, the customer remained hospitalized and declined to provide additional information regarding ER visit and hospitalization. Multiple follow up attempts were made in an attempt to obtain additional information, such as hospital discharge status. However, the customer did not respond.